Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt¿s attorney alleged a deficiency against the device. Add¿l info has been requested, but not yet rec¿d.

Manufacturer narrative:
(B)(4).